Event description:
At the end of hemodialysis, the user accidentally inserted the venous line into the saline bag to initiate blood rinseback. During troubleshooting, the user noted air within the blood lines. Rinseback was not completed. An estimated 190 cc blood loss occurred as the cartridge was discarded. The user was not symptomatic with this blood loss.

Manufacturer narrative:
The facility center acknowledges that there is no product malfunction indicated. The user guide provides adequate information for operator actions in performing blood rinseback at the end of the hemodialysis treatment.